Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed oversensing with multiple short v-v sensed events of less than 220ms are observed on between (B)(4) 2011 and (B)(4) 2012 (13 episodes non-sustained tachycardia (2 episodes ventricular fibrillation). For impedance there was no anomalies found with no impedance issues noted on the save to disk.

Event description:
It was reported the right ventricular (rv) lead had a short v-v interval count of over 11,000 since a follow up visit approximately a year prior. The rv lead impedance had also decreased to 344 ohms from 424 ohms at a device change out two years prior. The rv lead remains in use. No patient complications have been reported as a result of this event.